Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ incorrect data was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " - user reports duplicate records. "

Event description:
It was reported that while using bd synapsys¿ incorrect data was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " user reports duplicate records. "

Manufacturer narrative:
H.6 investigation summary: this is not a confirmed complaint of a bd product. Per baltrm-synapsys-aph revision 25, the failure associated to this complaint is a user annoyance which is a severity of s1; reference ID 59. Complaints for application were under statistical control for the month of february. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.